Manufacturer narrative:
(B)(4). Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis and postoperative diagnosis was stress urinary incontinence. The procedure performed was a pubovaginal sling. The patient underwent an additional procedure on (B)(6) 2008. The preoperative diagnosis and postoperative diagnosis was pelvic abscess, periurethral abscess, and retained infective pubovaginal sling. The procedure performed was an open vaginal exploration and drainage of pelvic abscess, and removal of pubovaginal sling, and a cystoscopy. The patient underwent an additional procedure on (B)(6) 2008. The preoperative and postoperative diagnosis was frequency, urgency, and pelvic pain. The procedure performed was a cystourethroscopy with hydrodistention. The patient underwent an additional procedure on (B)(6) 2009. The preoperative diagnosis and postoperative diagnosis was a large urethral diverticulum and stress urinary incontinence. The procedure performed was a cystourethroscopy, transvaginal excision of urethral diverticulum, urethral reconstruction, harvesting of autologous rectus fascia, and place of a pubovaginal sling and open suprapubic tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.